Manufacturer narrative:
Discrepant results (accuracy comparison of inratio test result with lab result provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio: 4.9, reference: 3.0, mean: 3.95, confidence limits: 2.3 - 5.7, result: pass. Reported results are within the confidence limits for passing accuracy comparison. The results are not considered discrepant within the context of the documented variability for inr testing. User reported additional result ten hours prior to lab testing. A maximum of three (3) hours is determined reasonable for comparison of pt/inr results from both poc and lab instruments. Timing disparities greater than this have an increased likelihood of factors other than the instrument influencing the results. For this reason, no further comparison analysis of this result is appropriate. In-house therapeutic donor testing has been performed on reported lot 248203 on (B)(4) 2011. Results as follows: inratio: 3.2, inratio: 3.2, inratio: 3.2, reference: 2.76, bias threshold: 1.76 - 3.76. Inratio: 4.2, inratio: 4.2, inratio: 4.0, reference: 3.36, bias threshold: 2.36 - 4.36. The minimum two out of three replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. No further investigation is necessary. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product was expected to be returned. Retain strip testing results met accuracy criteria. Root cause could not be determined from the information provided from the customer. (B)(4). Action threshold (B)(4) has reached. From 08/19/2010 to 07/06/2011, there have been 9 therapeutic and 3 normal donor sample tests performed. Test records indicated all strip test results met all product performance when compared to the results from in vivo tests. No corrective action required at this time as no product deficiency was established.

Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 6.2, lab: 3.0, retest inratio: 4.9. Patient's therapeutic range is 2.0-3.0. A 6.2 result at 7:00am. A 3.0 result around 5:00pm. A 4.9 result within an hour of the 3.0 result.